Event description:
A caller reported a malfunction on the pump with a code of malf 12, though no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised they could continue using the pump and to contact support if any issues arose again.